Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 200mm in length thoracic aortic dissection. It was reported that the patient present with chest and back pain. A CT scan observed a tear coming from the false lumen in the patient¿s descending thoracic aorta. The physician is looking to send the patient to another hospital for further treatment. No additional clinical sequelae were reported and the patient is being monitored. A review of a pre-implant cta 3d web report revealed that the patient had a thoracic dissection beginning in the descending thoracic aorta and extending into the right external iliac artery. The aortic arch was acutely angulated. Per the report, just distal the arch and proximal to the dissection the thoracic aortic diameter was 37mm. The celiac, sma and right renal arteries arose from the true lumen and two left renal arteries arose from the false lumen. There were large fenestrations at the level of both left renals. Review of cta¿s from 6-months post-implant revealed that a single valiant stent graft was positioned within the descending thoracic aorta, beginning just below the acutely angulated arch. Just distal to the stent graft there is a dissection extending distally. At the proximal stent graft margin there is contrast seen outside the stent graft. The cause is unknown; this may be retrograde filling from the false lumen, or a possible proximal type I or type iii fabric endoleak. The proximal stent graft od is 36x37mm. The distal stent graft od is compressed down to 29 x 47mm within the true lumen. The celiac, sma and right renal arteries are being perfused by the true lumen and the left renal by the false lumen. No other stent graft issues are seen. Review of cta¿s from 7-months post implant revealed that the valiant was in the same approximate configuration as the previous film at 6-months. There again is contrast seen near the proximal stent graft near to where the stent graft is acutely angulated approximately 55deg. This may be retrograde filling from the false lumen or a proximal type I or type iii fabric endoleak. The proximal stent graft od is 36x37mm. The distal stent graft od is compressed down to 30 x 46mm within the true lumen. Just distal to the stent graft the false lumen of the dissection is seen extending distally into the abdominal aorta and right iliac artery. The celiac, sma and right renal arteries are being perfused by the true lumen and the left renal by the false lumen. No other stent graft issues are seen. The cause of the retrograde filling may be due to incomplete coverage of the dissection at implant. The cause of the possible endoleak near the proximal end of the stent graft could not be determined.

Manufacturer narrative:
(B)(4).